Event description:
The customer reported that the device received a channel error # and air in line error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date 17 may 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device received a channel error # and air in line error. There was no additional information provided and no patient involvement.

Event description:
The customer reported that the device received a channel error # and air in line error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which confirmed/did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked of the ail sensor assembly. A review of the device history record showed the device had a manufacture date of 1st date in sap history 17 may 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was/was not involved in a production failure, which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device received a channel error # and air in line error. There was no additional information provided and no patient involvement.